Event description:
The external pulse generator was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the battery contacts were compressed. The ring was bent and the battery drawers and battery drawer o-ring was contaminated. The keyboard was scratched and the heart lead flex was contaminated.